Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation and valve leak and/or damage: observed, total delamination assessed as adhesive failure and one opening assessed as cracked valve seat diaphragm valve. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side deflation and "hole in valve" observed during surgery. The device has been explanted and replaced.

Manufacturer narrative:
Correction to g3: aware date of supplemental medwatch #1. Aware date should have been listed as 14mar2024.

Event description:
Healthcare professional reported left side deflation and "hole in valve" observed during surgery. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and "hole in valve" observed during surgery. The device has been explanted and replaced.